Event description:
During spinal fusion surgery a k2m slap hammer was being used. The ball bearing and a spring broke off of the slap hammer. This did not cause harm to the patient. It was found on the floor of the operating room. FDA safety report ID # (B)(4).